Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the patient experienced a corneal burn, and it was reported that there might have been an occlusion tone during sculpting of phacoemulsification surgery. Following this, the patient was referred to another hospital for further management and/or surgical intervention. Other surgery details were unknown, and the patient¿s current condition remains unknown. Additional information was requested and non-received till date. This report pertains to the cassette involved for this complaint.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for evaluation. Clinical information review: the customer reported thermal (corneal) burn, corneal suture, phacoemulsification (phaco) occlusion on the right eye (od). There were three (3) events reported. This investigation will serve as one (1) of the three (3) events reported. Operative notes from the case confirm the following information. Patient was under locoregional anesthesia. This patient was given diamox 500milligram, intravenous disinfection of conjunctival cul-de-sacs with betadine. Blepharostat. Corneal pre-incision. 1.8millimeter tunneled corneal incision. Capsulorhexis completed. Viscoelastic product was used. Lateral counter-incision complete. Injection of non-adrenalin lidocaine in the anterior chamber (ac). Followed by hydrodisection, aspiration of the viscoelastic, and finally phacoemulsification of the nucleus. Irrigation pressure was reduced to 30mmgh, and the ultrasound (us) was set at 65. The customer noted the appearance of a whitish cloud indicating occlusion of the tip of the handpiece. They stopped sculpting, then they noticed a ¿thermal rigidification of the corneal edges.¿ this was followed by a re-priming of the handpiece and continuation of phaco. They were able to the rest of the material, complete the capsular polishing (with an irrigation-suction cannula). Placed the intraocular lens (iol) into the capsular bag. Injection of 0.01 ml aprokam (1 mg of cefuroxime), in the ac and then used a 10/0 etylon corneal suture to seal the wound. Following this an injection of filtered air bubble (injection of 4mg dexamethasone under conjunctiva). Then they checked for watertightness. Patient is concurrently being followed by the surgeon. Additional related information was not provided. Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator's manual provides feedback on these types of reported events. Use of the handpieces, in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Use of an handpieces other than our handpieces, or the use of a handpiece repaired without authorization, is not permitted, and may result in patient injury, including potential shock hazard to patient and/or operator. The u/s tips supplied in the system pack are only to be used on our handpieces. Each u/s tip is intended to be used only once per case and then disposed of according to local governing ordinances. Use 0.9 mm u/s tips exclusively with 0.9 mm infusion sleeves. Use 1.1 mm u/s and 1.1 mm liquefaction tips exclusively with 1.1 mm infusion sleeves. Mismatching u/s tips and infusion sleeves may create potentially hazardous fluidic imbalances. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Total u/s energy in foot pedal position 3 (both phaco and torsional) calculated as: (phaco time x average phaco power) + (torsional time x 0.4 x average torsional amplitude) the factor 0.4 represents approximate reduction of heat dissipated at the incision as compared to conventional phaco. The phaco occlusion bell indicates no aspiration flow. Use of high u/s settings and/or prolonged use may lead to thermal injury. Use handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow can cause excessive heating and potential thermal injury to adjacent eye tissues. In manual small incision cataract surgery (msics), the occurrence of intraoperative complications is a recognized concern that can impact both surgical outcomes and patient safety. Msics is widely practiced as a cost-effective alternative for cataract extraction, especially in resource-limited settings where access to phacoemulsification may be limited. However, it is important to acknowledge that msics is not entirely risk-free. Complications during the surgery can arise due to factors such as surgeon experience, surgical technique, instrument handling, and patient-specific anatomical variations. Common complications encountered in msics include posterior capsule rupture, corneal burns, iris trauma, wound-related issues, vitreous loss, and anterior chamber hemorrhage. It is crucial for surgeons to have a comprehensive understanding of the background and potential risks associated with these complications. This knowledge allows them to proactively implement preventive strategies, optimize surgical outcomes, and prioritize patient safety during msics procedures. Ongoing efforts in the field of cataract surgery aim to improve outcomes by advancing surgical techniques, refining equipment, and enhancing postoperative care. Through research and innovation, the goal is to minimize complications and achieve optimal visual outcomes for individuals undergoing cataract surgery. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined as product was not returned and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.